Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had been leaking on and off since (B)(6) 2016 for implantable neurostimulator (ins). Patient was advised to increase the amplitude and track the symptoms as of now until they would plan to see the doctor. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.